Manufacturer narrative:
Lifescan has requested return of the subject product for eval, but has not yet rec'd it. If the product is returned, lfs will evaluate it and, if the product does not pass, lifescan will inform FDA of the result in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the product had an unk error message, which was unresolved with troubleshooting. There were no allegations of harm or injury.